Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels (243 mg/dl) with a trace level of ketones and insulin injections were used to address the bg level. The customer's bg was currently at 170 mg/dl and was unable to lower it further. Tandem customer technical support (cts) performed a system check and the pump was found to be functioning as expected. Cts recommended the customer speak to a healthcare professional regarding the bg level and the customer acknowledged.